Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the clear plastic ring on the reservoir had come off. The sticker by the buttons had also come off. They reported that they may have possible dropped the insulin pump. Their blood glucose level was 5.8 mmol/l. The device will return for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer with customer applied glue/adhesive to reservoir tube lip area and partially peeled off keypad overlay at top right and left corners of overlay. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keyed overlay, cracked reservoir tube lip and peeling end cap address label.